Manufacturer narrative:
A review of tickets was performed for reagent lot number 12200ui01. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 12200ui01 was tested with panel samples. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect tsh assay for lot 12200ui01 was identified. This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of this data.

Manufacturer narrative:
Was this device serviced by a third party? No. Patient identifier was truncated; full sid is (B)(6) . No additional patient information or demographics were provided. Facility name & address is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned results generated with architect tsh for one patient. The customer uses the following reference ranges for the abbott product: tsh 0.35-4.94 miu/l. The customer uses the following reference ranges for the roche products: tsh 0.270- 4.200 uiu/l. The following information was provided: sid (B)(6) initial result tsh 0.032 uiu/l, repeat with a new sample (B)(6) 2021 2.895 uiu/l, repeated (B)(6) 2021 with a new sample with an alternate method (roche e602) tsh 4.560 uiu/l, repeated with a new sample (B)(6) 2021 with alternate method (roche e602) tsh 3.450 uiu/l the customer believes the correct result for this patient is 2.895 uiu/l. No impact to patient management was reported.